Event description:
The patient received inappropriate high voltage therapy due to noise displayed on the ventricular lead. Lead dislodgement was suspected. The lead was capped.

Manufacturer narrative:
No medwatch form was received.